Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use in the anatomy the xience xpedition stent implant was found to be dislodged and off the balloon. There was no patient involvement. There was no reported resistance during initial unpackaging and preparation. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Based on the reviewed information, no product deficiency was identified.